Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. No part has been returned to the manufacturer for evaluation. A replacement part was provided.

Event description:
A medtronic representative reported that the imaging system would not boot up. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The hardware investigation the returned uninterruptible power supply (ups) found an electrical issue. The ups unit did not pass bench testing. The ups powered on with the returned batteries. The ups was plugged in to start charging the batteries for 6 hours. 1 minute after charging started a pop sound came from the ups. The ups was unplugged and the top cover was removed to visually inspect. Electrically stressed components within the ups were identified.